Event description:
It was reported that during a bipolar resection of a uterine fibroid, the end of the loop detached from the electrode mid procedure. The broken off piece could not be found and an x-ray was done. The location of the broken off piece is still unknown. Due to the x-ray and since the location of the broken off piece is unknown; a report is required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).